Event description:
It was reported that the patient presented for a generator change procedure due to elective replacement indicator (eri). Prior to the procedure, upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing. The ra lead was capped and replaced on (B)(6) 2022. There were no patient consequences reported.

Manufacturer narrative:
Correction: the correct customer phone number should have been (B)(6), rather than (B)(6).

Event description:
New information received noted that the atrial lead dislodged.

Manufacturer narrative:
Further information was requested but not received.